Event description:
The foreign distributor in (B)(4) reported that the device had a transducer faulty while on a pt, vent was switched out, no pt harm, all alarms were functional. Also, the device auto cycled after powering on. The volume monitored was "zero".

Manufacturer narrative:
Failure analysis: vela main pcba pn: (B)(4), sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The carefusion failure analysis lab technician installed the main pcba into a known good vela test vent and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed. Finding/root-cause: duplicated, xdcr fault occurred, complaint allegation. Defective vela main pcba pn: (B)(4), rev. E, sn: (B)(4), its exhalation differential transducer pt802 pn: (B)(4) will not calibrate.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for eval. As of june 05, 2015, the alleged faulty main board has not been received.